Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, belt/monitor unusable) was unable to be duplicated. Upon investigation the monitor was able to communicate with an electrode belt. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.